Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected intermittent of high out-of-range right ventricular (rv) lead shock impedances. The rv lead is a single coil lead which are known to retrieve higher impedance values. Boston scientific technical services (ts) reviewed the data and noted that all other lead impedances are following the same regular pattern. Ts suspects this has to do with the fact that the daily impedances are taken at the same time of the day which is creating a reoccurring weekly pattern of high/low impedances. There was no evidence of oversensed noise. Ts recommended bringing the patient in and performing lead integrity testing. No adverse patient effects were reported. The device remains in service.